Event description:
More than 50% of the times I have used these subcutaneous insulin infusion sets, the sets have "kinked" preventing flow of insulin into my tissues. This occurs although I recheck the prescribed method of insertion. This problem has not been experienced with this frequency with other sets from other mfrs.